Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the backup system controller was broken. The system controller was exchanged.

Manufacturer narrative:
Incidental findings: driveline power fault alarm due to damaged fuse a. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the system controller leading to a system controller exchange was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review that showed events spanning approximately 4 days (08dec2023 ¿ 09dec2023, 26dec2023, 03jan2024 per timestamp). Events occurring on 03jan2024 were recorded during testing at abbott. Backup battery fault alarms due to a backup battery load test not passing were active on 09dec2023 at 06:13:09 until the controller was shut down on 09dec2023 at 06:39:17. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on 09dec2023 at 06:37:45 for a system controller exchange. There were no other notable alarms active in the log file. Further testing was performed to attempt to reproduce the load test fault. The system controller was connected to a power module and mock loop and a self-test was performed 5 times. The controller was disconnected from external power and let run for 10 minutes while connected to a mock loop. The controller was then connected to power and a self-test was performed. The backup battery load test fault was unable to be reproduced. During testing the controller was able to operate a mock loop for an extended duration without any issues or alarms activating. Multiple good faith efforts were sent asking if the backup controller was exchanged at the hospital previously, why the backup controller was in use, and if there were any alarms associated with this event. To date no response has been provided. Although additional information regarding why the system controller was exchanged was not obtained from the customer, log file analysis revealed a backup battery fault alarm prior to the system controller exchange. A further root cause was unable to be determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Customer order was shipped on 19apr2023. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault and backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient stated that this controller was recently exchanged by another facility after being in use, but no one was able to confirm when or why the controller was exchanged.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.